Manufacturer narrative:
There are some scratches to the exterior surface of the device. The o-ring appears worn. The investigation concluded that the alleged cleaning issues were caused by not following proper cleaning procedures. The lot code on the device was not identified.

Event description:
The customer reported that over the weekend she noticed that some of the heads on their exeter sets had black material coming from behind and around the retentive orange ring. The customer has raised this as a contamination risk and is looking to replace all the retentive heads on their sets with non-retentive heads. The devices are in a newly consigned kit which has not previously been used by this hospital but may have been used on other customers previously. The customer has indicated that cssd had removed the rings to clean the heads. The devices are cleaned by hand, and then treated ultrasonically. Finally they are put through the washer. Details of the cleaning agents used were unknown on intake. The customer is asking for clarification about the correct way to clean the heads and whether removing the retentive ring is appropriate. As this was noticed prior to use, there was no patient involvement.